Event description:
It was reported that after a da vinci-assisted surgical procedure, the permanent cautery hook (pch) instrument had a plastic broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred on the distal end of the instrument (the portion that enters the patient). There were no pieces from the distal end of the instrument detached/broken off. There was no need to remove the instrument with the cannula together. Upon final removal of the instrument, the wrist straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. Scans/tests were not performed to locate a potential fragment after the instrument broke. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument is available for return to isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar instrument was analyzed and found to have a broken monopolar yaw pulley at the posts. Broken piece(s) are missing as a result of breakage. Size of missing piece is approximately 9.51mm. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use or improper handling, which may result from accidental drops of the instrument or inadvertent collisions with other instruments. Applying excessive force to the distal end of the instrument can also result in a broken yaw pulley.